Event description:
Contacted the surgeon on 8/9/2011, 8/19/2011 and 9/7/2011 for additional information and no response was received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op a laparoscopic colectomy procedure, the patient had a post op leak. The device was discarded. No other details are available at this time. Additional information has been requested.